Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and aptus endoanchors were implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. It was reported that a CT revealed that there was a proximal type I endoleak present and that there was lost proximal seal. No intervention was performed due to the patient having late stage renal disease, other health concerns, and the patient not looking to have additional surgeries. The physician stated that the cause of the proximal type I endoleak was related to disease progression. No clinical sequelae were reported and the patient will be monitored by the physician.